Manufacturer narrative:
D10 concomitant product: sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot# n4c1946y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, preoperatively, the buttress of the first reload come undone from cartridge and could not be used. Another reinforced reload was opened to resolve the issue. While during the procedure, the second reload would not fire with a manual handle. The staff used a new reload to complete the case.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the trs material was properly placed and sutures were properly cut. The reload interlock was tested and found to function properly. It was reported that the instrument would not fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The damaged reload lock ring may occur due to improper orientation of the lock ring or over-flexure of the reload while attached to the instrument, over-torquing during unloading, or if an attempt is made to unload the reload without using the release button. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during sleeve gastrectomy, before patient use, the buttress of the first reload come undone from cartridge and could not be used. Another reinforced reload was opened to resolve the issue. While during the procedure, the second reload would not fire with a manual handle. The staff used a new reload to complete the case. There was no patient injury. Pli 30: products returned without any accompanying information.